Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer treated the low blood glucose with food. Customer¿s blood glucose level was 110 mg/dl at the time of the call. The customer was assisted with reviewing her insulin pump¿s programming and it was discovered that the insulin pump¿s programming was inaccurate. Assisted customer in correctly programing the insulin pump. Customer stated that the drive support cap was normal. The product was not returned for analysis.